Event description:
The patient reported that needle button accidently released prior to the completion of the 24-hour period. The patient wears v-go on her abdomen and changes application sites. The patient stated that this happened with one v-go device. The patient stated that this happened after 8 hours. The patient confirmed that she did not click the needle release button by error.

Manufacturer narrative:
One device was returned and evaluated. The evaluation results is as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #(B)(6) was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.